Manufacturer narrative:
The customer contacted a siemens customer care center. The customer indicated that quality controls (qc) were within acceptable ranges on the day of the event. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. On the first visit, the cse ran service method tests and determined that reagent probe 1 (r1), reagent probe 2 (r2), and sample probe 1 (s1) were all within specifications. The cse observed low results for the integrated multisensor technology (imt) mixer. In subsequent visits, the cse removed all service methods and determined that the alignments, mix, and overmix on the instrument were within specifications. Then, the cse performed bottom of cuvette correction (bocc) on r1, r2, and s1 and verified the functionality of the belts, coupler, and probe mixer. Next, the cse replaced the imt and sample probe 3 (s3) arms and verified alignments on the instrument. To verify the functionality on the instrument, the cse ran qc's and a system check, which recovered acceptably. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on five patient samples from a dimension vista 500 instrument. The falsely depressed results were flagged below reference range (brr) and were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.